Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42527000505, persona tibial articular surface provisional right size ef, lot # 62544357. Catalog #: 42527400710, persona tibial articular surface provisional right size 6-9 top, lot # 62162598. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05165 and 05171.

Event description:
It was reported that during an initial knee procedure the product broke in half or chipped. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon further review, this product will be reported under 0001822565-2017-08007